Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative contacted for approximate longevity of the battery. The battery was implanted in 2014. The patient had peripheral leads. Programmed group a1 contacts activated 8- 9- 11 + 210pw 10.5 v 60hz. Programmed group a2 contacts activated 8- 12+ 370pw 10.5v 60hz. Programmed group a3 contacts activated 7- 11+ 270pw 10.5v 60hz. The patient was advised to use each program separately to see which had the best outcome for her but the patient used all 3 continuously. The patient used to have it on lower volts but couldn¿t feel the stimulation anymore. There were high impedance. The patient ramped the device up. The manufacturing representative turned it off. Impedances were greater than 10,000 ohms on all contacts. The doctor wanted to replace the leads but if the implantable neurostimulator was low he would like to change that too. The revision of the leads had been book after x-rays were taken. The patient received therapy and did great. The problem was broken leads. The doctor wanted to spare the patient a second operation if the implantable neurostimulator (ins) was close to depletion.

Manufacturer narrative:
Other applicable components are: product ID: 3877-60, lot# 205938958, product type: lead; product ID: 3877-60, lot# 205801644, product type: lead. Manufacturing site updated to 9614453. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the event started in (B)(6) 2018 but still had paresthesia only at higher volume. The doctor suspected that the lead twisted due to the position in the body. The issue had not been resolved. The doctor wants to replace the implantable neurostimulator (ins) at the same time as the leads. The revision has not occurred.